Manufacturer narrative:
Pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the a21 error, occlusion and excessive no delivery test due to motor error alarm.

Event description:
Customer reported via phone call that insulin pump had motor error alarm and it was not delivering the insulin. The customer¿s blood glucose level was unknown. Customer reports the drive support cap appears normal (slightly indented). Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.